Event description:
Dr attempted to place the last 3 cm of the coil into the coil mass. As he forced the coil, it kinked at the distal tip and broke. When the wire was being pulled back, 3 cm of coil was left protruding into the artery. Based on the initial report, it appears the coil separated at the detachment zone. No pt injury was reported as a result of this event.